Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery test and occlusion test weren't performed due to motor error alarms. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, cracked belt clip slot scratched reservoir tube window, and cracked reservoir tube.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime. The device started to fill tubing when the alarm occurred, then it started to count up to six and will restart. Customer's blood glucose was 189 mg/dl. Troubleshooting was performed. Customer was unsure if the device had alarmed motor position encoder error as she only saw a count down. The device was exposed to an MRI on (B)(6) 2015. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.